Event description:
At a device cliange out (before opening the pocket) they noticed on fluoroscopy what they thought to be separation of the conductor coils on the st jude lead. After seeing this they did a sj test shock and it delivered sj as expected. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)